Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol had fiber on the lens. The lens was inserted and removed during the initial procedure with no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.10. The device with the lens was returned loose in the opened carton. The plunger was oriented correctly in the device. Upon return, the plunger had been retracted to prior to the start point of the loading area. The plunger lock was present. The lens stop had been removed and not returned. Viscoelastic was observed dried in the device. The lens was observed to be replaced into the lens loading area. The optic was cut into two portions. This damage was typical in appearance to damage created to remove a lens from the eye. Two blue fibers were observed dried in viscoelastic on one haptic of the lens. The sample was sent for further analysis. The results of the analysis indicated the fiber's best match was cotton. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported issue. Two small blue colored fibers were observed dried in viscoelastic onto a haptic of the explanted lens. Cotton is a common contaminant found in many environments, including manufacturing and surgical suites. The origin of the fiber cannot be confirmed. Information provided indicated that the lens was removed without issue and a new lens implanted. The manufacturer internal reference number is: (B)(4).